Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas (B)(4).

Event description:
It was reported that the patient experienced wound dehiscence and was subsequently treated with oral antibiotics on (B)(6) 2013.